Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced a burning sensation over the site of the implantable neurostimulator (ins) both when stimulation was turned on or off. It was noted that impedance testing revealed nothing abnormal and reprogramming of the device did not relieve the problem. The ins was explanted and the wound was swabbed for infection. The surgeon noted that the wound appeared ¿very clean¿ with no signs of infection and there was ¿nothing odd¿ in the ins pocket. The reporter stated that the leads were left implanted and then connected to external extensions in order to ¿run the patient on trial¿ again to see if the burning symptoms would disappear. The following day, it was reported that the patient was ¿fine¿ and there were ¿no problems.¿ it was noted that the burning sensation resolved once the ins was removed. There was no determination made as to the cause of the burning sensation.

Manufacturer narrative:
Analysis of the device, model # 37714, sn (B)(4), found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.